Event description:
It was reported that during the procedure of an inflatable penile prosthesis (ipp) implant surgery, the device was placed and during the reservoir testing, the system refill valve (srv) was repeatedly activated and the device kept deflating. At this point, the device was repositioned. The physician did believe the device was still not reaching full rigidity before srv was activated; however, the procedure was completed with the original device. No patient complications were reported.